Manufacturer narrative:
Omsc performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by omsc and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the reported peeling of glue was determined to be caused by excessive force applied, e.g. Roughly rubbed, at the time of carrying, storing, performing or cleaning the device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the omsc will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the probe unit at the distal end of the referenced scope was loose, attributing to the adhesive at the distal end forceps elevator cover holder to peeled off. Additionally, the adhesive around the nozzle at the distal end was missing. The device was repaired to specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During a standard service inspection, the asset evis exera ultrasound gastro-videoscope's adhesive around the distal end forceps elevator cover was found peeled off. There was no reported allegation of any malfunction associated with the device reported. No patient injury or harm has been reported.